Event description:
Information received from the field notes that the patient presented for a routine follow-up with no symptoms. The lead exhibited <250 ohms bipolar impedance. Unipolar impedance ranged from 350 ohms to 400 ohms. Bipolar capture thresholds were 1.0 v, 0.6 ms and unipolar capture thresholds were 1.0 v, 0.4 ms. The device was programmed to unipolar and monitoring will continue.